Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. It was unable to perform the displacement test and prime test due to the motor error alarms. The device responded properly to button presses. No damage was noted on the keypad traces. It had a scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the set and reservoir and did the rewind and when she went to prime, she found that the act button was unresponsive. Blood glucose value was 228 mg/dl. She also mentioned that the reservoir emptied. She stated that the insulin pump was not dropped or exposed to moisture. The call got disconnected and the customer called back the next morning. Blood glucose value at the time was 178 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.